Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days after a successful cryo ablation procedure, an electrocardiogram revealed that the patient had atrial tachycardia. The arrhythmia was treated with electrical cardioversion which resolved the issue. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.